Manufacturer narrative:
The condition of the sling was not available. The clip had been cut off the sling and the sling was discarded. The breakage line found on the clip was vertical and did not compare to the breakage of similar clips during testing and stress calculations. These tests show breakage due to stress much higher than the swl breaks the top bar of the clip and does not cause any other direction of breakage line. Based on the tests, stress calculations, and previous complaint handling reports, the MFR concludes the breakage shown is in liine with cases where slings were not washed and/or dried according to washing descriptions and were subjected to mechanical pressure. This pressure causes breakage lines to occur and causes the clip (s) to break when put under stress of normal use. Users can visually check for these breakage lines. The sling operating instructions leaflet indicates slings are to be checked before each and every use. The sling label shows the washing descriptions and reminds the user to first read the operating and product care instructions. The MFR recommends users be retrained on the sling and main medical device operating and product care instructions. Emphasis should be placed on the washing instructions and the " check before each and every use" policy.

Event description:
The facility reports the pt was being lifted off the toilet when the clip suddenly broke. All the weight of the pt fellto one side of the hanger. The nurse lowered the pt back down on the toilet and checked for injuries. No injuries were reported.